Event description:
Information received by medtronic indicated that the insulin pump did not connect with the transmitter. No harm requiring medical intervention was reported. The customer will discontinue use of the device. Additional information: product analysis confirmed that battery was unable to charge.

Manufacturer narrative:
No physical damage to connector pins, cow catcher or case was noted per visual inspection. No traces of moisture/contamination were noted at connector per visual inspection. Unit was charged for up to 2 hours. The gang charger showed transmitter was still charging after several hours and did not detect transmitter reaching full charge. Voltage after charge was at 3.0 v. In conclusion, unable to charge unit or verify communication anomaly due to depleted battery.